Manufacturer narrative:
Updated fields: b4, b5, b6, b7, d9(device available for eval), d10, g3, g6, h2, h3, h6(type of investigation, investigation findings, health effect ¿ impact codes, investigation. Conclusions), h11. Corrected field: e3. At this time no repair has been done on the unit. If more information is received and the unit is repaired this record will be reopened and updated accordingly.

Event description:
It was reported that cs300 intra aortic balloon pump (iabp) had a defective port that is fiberoptic input broken. There was no patient involvement.

Event description:
It was reported that cs300 intra aortic balloon pump (iabp) had a defective port. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.